Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr) fdd.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the amphirion deep pta balloon was used to treat the peroneal artery of the left leg and not the anterior tibial artery as previously reported. It was reported that the target lesion revascularization performed approximately (B)(6) months post index procedure was unsuccessful. The patient was reported to be re-hospitalized approximately (B)(6) months post index procedure due to pain at the target limb. Revascularization procedure was attempted to be carried for treatment of the anterior tibial artery of the target limb; however it was not possible to perform the procedure as the device was unable to due to cross the lesion (device brand name unknown). It was reported that, approximately (B)(6) months post index procedure patient was re-hospitalized and underwent to successful revascularization of sfa, tp trunk, popliteal artery and peroneal artery of the target limb. Investigator reported that the event was highly probable related to the study device. No other clinical sequelae were reported.

Event description:
Patient underwent a standard pta procedure with use of one amphirion deep pta balloon catheter to treat a lesion located in the anterior tibial artery of the left leg. No issues occurred during the procedure; however it was reported that one day post procedure, a false aneurysm was confirmed in the right common femoral artery. Prolonged hospitalization was required. The event was deemed unrelated to the study device and was resolved with mechanical compression. It was reported that the rutherford assessment performed approximately 6 months post procedure was equal to minor tissue loss. Patient was re-hospitalized and revascularization of the target lesion was performed. Investigator reported that the event was highly probably related to the study device and procedure.

Manufacturer narrative:
(B)(4).

Event description:
Clarification received that the left peroneal and ata were treated during the index procedure. The previously reported false aneurysm was indicated as probably related to the study procedure by the investigator. The previously reported pain in the left limb approximately 6 months post index procedure was indicated as highly probably related to the study device and procedure by the investigator. The intervention could not be performed due to an inability of the non-medtronic guidewires to cross the lesion. Outcome of the event is resolved. The previously reported revascularization carried out approximately 11 months post index procedure treated the left sfa, popliteal, tbt and peroneal. 2 non-medtronic balloons and one admiral xtreme pta balloon catheter were used. Endoprost was also given as treatment. Outcome of the event is resolved. Cardiovascular death was reported to have occurred approximately 31 months post index procedure. Investigator indicated the event was not related to the study device or procedure.